Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site. Medication was unable to resolve the pain. As such, surgical intervention took place on (B)(6) 2021 wherein the device was explanted to address the issue.